Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: a1, the patient identifier should be (B)(6). It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not reproduced. E103 is an error code that is displayed when a malfunction occurs in the main lamp of a light source and the main lamp does not light up. It was, therefore, surmised that there was a problem with the light source, but it cannot be confirmed. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown procedure, a e103 (lamp light-up error) occurred on the evis exera iii video system center. The procedures were completed successfully with the same device. There was no clinically relevant extension of the procedures. It was enough to turn it on and off and that's why it was continued to use. There were no reports of patient harm associated with this event.